Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient was revised approximately one month post-implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately fifteen months post implantation due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: cocr head 32/+4 'l' 12/14 catalog #14320720 lot #2754875. Ms-30®, stem, standard, cemented, 12, taper 12/14 catalog #300049120 lot #2730131. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately three months post-implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable.